Manufacturer narrative:
Device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery tests or verify motor error alarm due to e52 alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error when priming the reservoir after rewinding. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.